Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Customer's blood glucose was 304 mg/dl.